Manufacturer narrative:
After service, no further issues were reported by the patient. The investigation determined the service actions resolved the issue. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The reagent lot number and the expiration date were requested but not provided. The field service engineer (fse) inspected the module and determined the cause to be unknown. He then increased the gear pump head pressure and aligned the reagent and sample probes to their required positions. The customer performed calibrations and qcs with successful results. The fse performed a 21-cup precision test with successful results. He verified the module was performing within specifications. The investigation is ongoing. H3 other text : na.

Event description:
The initial reporter received questionable creatinine results from two patient samples tested on the cobas 6000 c501 (ul) v. The reporter was able to provide one example of a questionable result. The initial result was not reported outside of the laboratory. The reporter noted the initial result to be too high which prompted the rerun of the patient sample. The initial result was 8.51 mg/dl. The repeat result was 0.92 mg/dl. The repeat result was deemed correct.